Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose (bg) level subsequently increased resulting in a hospital visit; however, specific bg value was not provided, and no additional information was provided by the customer. Customer continued to use current pump as backup therapy while tandem technical support processed a replacement pump order.